Manufacturer narrative:
Preferred term for investigation findings would be "root cause could not be determined."

Event description:
It was reported that the head of the microscope (opmi) fell off from mora before a procedure. The head was caught by the doctor and the assistant without causing any harm to the patient or staff.